Event description:
A customer reported that their pump was inaccurately reading the insulin level in the cartridge, indicating it was low despite being newly replaced. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting from technical support and no additional actions were taken.